Event description:
The sales representative reported on behalf of the customer that the aes-90sn, aes-90sn probe assy,suct, was used during a right shoulder scope with rotator cuff repair, subacromial decompression, and distal clavicle excision on (B)(6) 2021 when it was reported ¿ we had a piece of the edge probe break off during a shoulder case this morning.¿. The pictures that were sent with the notification show all pieces of the device including the broken fragment. The procedure was completed with a 5-minute delay. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examinations of the returned used device, item aes-90sn confirm the reported problem and found device electrode broken off from the probe tip. The detached electrode was not returned for evaluation, but photographic evidence provided by the user was provided and confirms the tip of the electrode had broken off in half. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised: if any visual damage or defects are noticed during use, stop using the device immediately and replace the device. Use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the devices and/or injury to the patient. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn, aes-90sn probe assy,suct, was used during a right shoulder scope with rotator cuff repair, subacromial decompression, and distal clavicle excision on (B)(6) 2021. When it was reported ¿ we had a piece of the edge probe break off during a shoulder case this morning.¿. The pictures that were sent with the notification show all pieces of the device including the broken fragment. The procedure was completed with a 5-minute delay. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.